Event description:
A report was received that the patient was experiencing pain at the lumbar incision site. The physician suspected that the patient had a possible chronic infection due to skin erosion and that acute infection was not excluded. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's reason for explant was inadequate pain relief.

Event description:
A report was received that the patient was experiencing pain at the lumbar incision site. The physician suspected that the patient had a possible chronic infection due to skin erosion and that acute infection was not excluded. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.